Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. The breach was not further specified. It was not reported if the patient was hospitalized for the event. The treatment for the event was unknown. At the time of this event, the patient had not yet recovered. On an unreported date, the dianeal therapy was discontinued during treatment. It was not reported if the patient was retrained on aseptic technique. No additional information is available.